Event description:
It was reported that approximately 2 years post implant, near-erosion was observed. The device was then placed in a submuscular position. At a later date it was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.